Manufacturer narrative:
Concomitant products: 507645 lead, implanted: (B)(6) 2008; 419688 lead, (B)(6) 2011; d274trk ICD, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011; 694758 lead, (B)(6) 2008; 507645 lead, (B)(6) 2008; 8780 catheter, implanted: (B)(6) 2014; 863740 neuro pump, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient called about a "multiple shock situation" involving the device and lead replacement five years ago. Follow up was conducted to no avail. The device was explanted and replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.